Event description:
Device issue: none. Adverse event: sub acute stent thrombosis/death. Onset of adverse event: two days after the procedure/ 17 days after the procedure. It was reported that on (B)(6)2010, the patient presented with acute myocardial infarction (ami) and a 3.0 x 28mm xience v was implanted in proximal left anterior descending artery (lad). The procedure was completed without any problem. On (B)(6)2010, sub acute stent thrombosis (sat) occurred and percutaneous coronary intervention (pci) was performed on (B)(6)2010. The patient was discharged from the hospital on (B)(6)2010. On (B)(6)2010, at 4:37 a.m., the patient complained of chest pains and became unconscious while sleeping. Thus, the family provided CPR (cardiopulmonary resuscitation) and then dc (defibrillator) was performed by the ambulance crew due to vf (ventricular fibrillation); however, vf was unable to improve. Intra aortic balloon pump (iabp) was performed and percutaneous cardio pulmonary support (pcps) was inserted; however, the patient became pea (pulse less electrical activity) and blood circulation did not improve. At 6:44 a.m., the patient was pronounced dead. With postmortem coronary angiography, sat in the proximal lad was confirmed. No additional information was provided.

Manufacturer narrative:
(B)(4): the stent remains in the patient. The lot number was provided. A follow-up report will be submitted with all relevant information.